Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's blades cut test failed however there was no blade damage. The instrument was placed on an in-house system for latex cut test and the scissors did not cut cleanly through (B)(4) of latex. The latex got snagged at the scissor tips. The blade edges were not damaged, however the edges exhibited wear at the tips negatively affecting cut performance. Failure analysis investigation also found the following damages: the instrument's tube reinforcement ring had black coating removed in some spots. The distal end of the main tube had micro cracks. The micro cracks run in the axial direction and measured approximately 0.277. These types of micro cracks will not lead to a mechanical failure of the instrument, however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of these micro cracks is confined to 2 cm of the distal end of the instrument shaft. The customer reported complaint does not in itself constitute a MDR reportable event; however, the micro cracks found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, the surgeon experienced that the scissor blades on the monopolar curved scissors instrument did not cut as expected. There was no patient harm, adverse outcome or injury reported.